Event description:
The customer stated that she received a blood glucose reading of 36 mg/dl on her contour and 236 mg/dl on a one touch. The customer did not allege any adverse events. Troubleshooting showed the meter and strips were working as designed. The customer was satisfied and no product will be returned for evaluation.